Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has been returned and evaluated by the failure analysis (fa) team on 04-feb-2026. Fa replicated and confirmed the reported complaint. During visual inspection, the instrument was found to have dislodged crimp from the yaw cable at the distal end near the monopolar yaw pulley. No broken components or wires found. The probable root cause of the dislodged cable crimp is typically attributed to a component failure.

Event description:
Refer to h11 for follow-up information.